Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image, and the communication error was displayed due to faulty cable and the label on rear cover was faded. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the reported problem occurred due to poor communication resulting from a failure with the cable. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the 4k autoclavable camera head, had no image and displayed communication error. The issue was found during the procedure. The procedure was therapeutic. The procedure was completed using another device. There was a less than five minutes delay in procedure. There were no reports of patient or user harm associated with this event.